Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The promus 2.5x18mm and 2.5x28mm stents are being reported under separate medwatch report numbers. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. There was no damage noted to the stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the stent caught on the tip of the guideliner, damaging the struts, contributing to the stent becoming loose on the balloon and the difficulty removing the stent delivery system (sds) through the guiding catheter. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. The reported failure to advance, loose stent, and difficulty removing the sds appear to be related to the operational context of the procedure. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the lot number was not reported. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage. There is no lot specific product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the procedure was to treat the left anterior descending artery. Pre-dilatation and rotablation was performed prior to advancement of 3 different promus stent delivery systems (sds). All 3 promus stents were unable to cross the lesion. During removal of each sds, the stents became hung up in the guideliner and then appeared loose on the balloon upon removal. No additional intervention was required to remove the devices. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the finished product lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for difficult to remove or loose stents for this lot.